Event description:
Device 1 of 2; reference MFR report: 3008829311-2017-00307.

Event description:
Device 1 of 2. Reference MFR report: 3008829311-2017-00307. It was reported the patient experienced a shaking sensation when stimulation was on. Patient stated the issue stops when stimulation is turned off. Troubleshooting was not performed as the patient wanted the system removed. Surgical intervention was undertaken and the system was explanted.